Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for an ablation procedure one faradrive steerable sheath was selected for being used, once the transeptal puncture was made and the physician was aspirating the sheath even connected to the flush the sheath have visible air inside. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Event description:
It was reported that during insertion for an ablation procedure one faradrive steerable sheath was selected for being used, once the transeptal puncture was made and the physician was aspirating the sheath even connected to the flush the sheath have visible air inside. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the air was seen in the sheath right after the transeptal puncture was made, when the physician proceeded to flush, it was noticed an excessive bubbles in aspiration on the system, the bubbles were observed in the flushing line and the sheath shaft, however no air was seen in the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.